Manufacturer narrative:
A portion of two (2) screws were received for evaluation, and the batch/lot numbers were obtained. The shaft portions of both screws were not returned. The reported plate was also not returned. Manufacturing and inspection records were reviewed, and no anomalies were noted. Visual examination with magnified photography was performed. Both the 18mm and 20mm nonlocking screw heads had broken. There was a fracture surface on the underside of the screw head in both screws. The screw heads terminated in a singular fracture surface / fracture plane. The observed fracture surfaces on both screws exhibited slight oblique angulation to the device axis. The fracture surfaces on both screws exhibit edslight bowing or cupping with the surfaces rising to a sharp peak on one end where the surfaces intersect the threadform; the surfaces were sporadically textured and largely smooth. Regions adjacent to the fracture surfaces exhibited no stretching or necking (i.e. No signs of ductility). There were no immediately visible / clearly-visible progression/beach/seashell marks on this surface (i.e. No signs of fatigue). There appeared to be no additional twisting or bending of the overall shaft remaining attached to the head portion. Both returned screws exhibited mild to moderate thread damage / thread wear. This wear was present at the peak/crest of threading, and was specifically solely present along the entire turn of thread closest to the fracture surface. The finished outer surface of the thread in this region had been worn away to expose the underlying metal. The screws noted on this incident are nonlocking screws that should not engage with the plate in normal usage scenarios. There should be no meaningful screw-plate interaction between nonlocking screws and the plate during normal on-axis engagements. The presence of damage to the peaks/crests of threads on the nonlocking screws would imply that the nonlocking screws potentially experienced rotational contact with a similar-or-greater-hardness material for at least one full turn of insertion. The presence of this peak/crest thread damage may suggest that unanticipated interactions/collision/engagement between the nonlocking screws' shaft threads and the plate occurred; it is possible for unexpected nonlocking-screw-plate engagements to occur if an end user inserts a screw off-axis. Engagements of this type may increase friction and could result in an increase in encountered resistance when inserting a nonlocking screw through a plate. The observed phenomena suggests a brittle failure mode may have occurred; brittle failure may occur when unusually large torques are applied to devices. It is possible that users may apply unusually large torques if users experience unusual/unexpected resistance upon insertion; if a user experiences unexpected resistance upon screw insertion, it is advised for the user to back off the screw and re-asses/re-evaluate the prepared hole. However, based on the information received and the investigation performed, the root cause could not be conclusively determined.

Event description:
It was reported during surgery, at the time of inserting two (2) screws in the fibula plate, the screws broke at the "neck level" of the screw. A portion of both screws remained in the patient as it could not be removed. No other adverse patient consequences were reported.